Event description:
A 21-year-old girl was treated with an orthofix external fixator due to a low distal left side tibial fracture. The pt sustained the fracture 2 years prior to operation. She was treated with non-orthofix external fixator. Subsequently, a cast was applied. Then she developed a pseudarthrosis and was treated with an intramedullary rod. She broke the rod, and it was removed. The pseudarthrosis did not heal, and in 5/1997 she was reoperated on with auto-transplantation and osteogenic factor op1. At this time an orthofix procallus fixator and a horizontal clamp was applied. 5 months later she showed up in the outpatient clinic with pain. She had broken the horizontal clamp.